Event description:
A customer reported that low hemoglobin (hgb) and platelet (plt) results were generated by the coulter lh 750 analyzer for a single patient sample. The initial hgb result was 10.1 g/dl and plt result was 426x10 to the third power cells/ul. The sample was retested due to a rocker bed error and repeated results were: hgb-8.6g/dl. Plt - 365x10 to the third power cells/ul. The sample was tested on a different instrument in the customer's lab and hgb and plt values agreed with the lower results. Erroneous results were reported out of the lab. Based on available info, the pt was redrawn a few hours later and a corrected report was issued. However, corrected results were not provided. There was no change to patient treatment as a result of this event. Also, there was no affect to a user.

Manufacturer narrative:
Qc was run before the event and was within specs. Customer called bci on 02/12/08 and stated the tube caps have an excessive amount of blood left on them after being pierced. The fse was dispatched to the customer's lab in 2008: the fse inspected the instrument and discovered piercing needle was old and in poor condition which was replaced. The fse cleaned shear valves and blood sampling valve (bsv). Customer called hotline again on the same day, and reported blood on tubes and bellows not draining. The fse went to the customer's lab again: per fse, the instrument injected diluent into sample tube during the aspiration cycle. As the fse described, the injection occurred in an auto mode, the solenoid valve injected fluid through needle into specimen tube diluting sample. The fse indicated when the solenoid valve was disconnected, the problem stopped. The fse replaced solenoid valve and the 13 valve interference board; however, it did not resolve the issue. The fse installed diluter 3 board, but the issue was not corrected either. The fse ordered a backwash manifold and cable. During further inspection, the fse discovered that vl64 was cracked at top. The fse replaced the vl64 and unit tested within specifications. Customer reviewed all other samples and they were within limits. Although hardware issues, addressed by the fse, may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.